Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump alarmed motor error during basic occlusion test due to loose / protruded drive support disk. Unable to confirm compromised force sensor system alarms or perform prime/compromised force sensor system test due to motor error alarms. Motor tested outside pass motor test. Insulin pump received with loose drive support disk cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump alarmed a compromised force sensor system alarm and a motor error alarm during prime. Drive support cap was sticking out. Customer's blood glucose was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.